Manufacturer narrative:
This report is filed february 8, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent skin issues and infection at the implant site. Treatment with oral antibiotics (duration not reported) was unsuccessful, resulting in the decision to discontinue use of the device on (B)(6) 2016. The implanted device remains.